Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The previously reported conclusion code 67 no longer applies to this event.

Manufacturer narrative:
Catheter: model # 8578, lot # n084108, implanted on: (B)(6) 2009, explanted on: unknown. Catheter: model # 8709, lot # j11311r26, implanted on: (B)(6) 2002, explanted on: unknown. (B)(4).

Event description:
It was reported the pump serial # (B)(4) and catheter lot # n084108 implant occurred after the use before date.